Event description:
MDR ous. The lead dislodged and could be repositioned during the revision.

Manufacturer narrative:
Ous MDR. The lead was not returned to biotronik for an analysis. Thus, the lead could not undergo a technical analysis at biotronik. The manufacturing and final inspection documentation of the lead complained about was reviewed, and no deviations from the specification were discovered. No deviations in the manufacturing and final inspection documentation were detected that could have any relevance to the dislocation mentioned in the complaint. There are no indications of a lead defect.